Event description:
This is a spontaneous report by a baxter employed (B)(4) from (B)(6) of constipation and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1 gm, once in five days, intravenously (IV)), fortum (1 gm, daily, IV) and reflin (1gm, daily, IV). Pd therapy was ongoing. It was unknown whether the peritonitis or constipation resolved. The reporter believed that the peritonitis was not related to dianeal therapy, but rather caused by the constipation. No opinion of causality was provided for the constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.